Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to a low and high blood glucose on (B)(6) 2019 with a blood glucose of 1158 mg/dl at the time of the incident. The customer's other blood glucose was 257 mg/dl. The customer did not mention how they treated. The customer mentioned they lost consciousness. The customer was wearing the insulin pump during the incident. The customer does not use auto mode. The customer alleged the insulin pump was over delivering. The insulin pump and reservoir will not be returned for analysis.